Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer father reported via phone call that his son was hospitalized due to low blood glucose. The blood glucose was 3.0 mg/dl. Customer had been using insulin pump within 48 hours of reported hospitalization. The customer was treated by orange juice. The father stated that pump was over delivering. Troubleshooting was performed for low blood glucose and for over delivering. The product will be returned for analysis.